Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), USA. The title of this report is ¿a retrospective data collection of the internal fixation of fractures of the pelvis with the stryker plating system (sps)¿ which is associated with the stryker ¿plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from january 2016 to january 2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses screw backout. The report states: ¿at the 6 month follow-up visit, patient reported doing well, healed fractures with some backout of the anterior screws but fairly stable since last imaging. No return surgeries or revisions were indicated.¿

Manufacturer narrative:
Corrected information in device code.

Event description:
The manufacturer became aware of a pmcf from inova fairfax medical campus (ifmc), USA. The title of this report is ¿a retrospective data collection of the internal fixation of fractures of the pelvis with the stryker plating system (sps)¿ which is associated with the stryker ¿plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from january 2016 to january 2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses screw backout. The report states: ¿at the 6 month follow-up visit, patient reported doing well, healed fractures with some backout of the anterior screws but fairly stable since last imaging. No return surgeries or revisions were indicated.¿